Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, following the procedure, after the device had been positioned, at the moment of pulling in order to knot the suture, the suture broke. The suture broke just out of the skin. A non-abbott device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, failure to follow steps/instructions, per instructions for use: arterial site and puncture considerations: prior to deployment of the perclose proglide smc device, evaluate the femoral artery site for size, calcium deposits, toruosity, and for disease or dissections of the arterial wall by performing femoral angiography, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.